Event description:
A consumer reported experiencing blurry near vision, starbursts and "peripheral hallucinations" following bilateral intraocular (iol) lens implant surgery. The consumer reported she is experiencing the blurry near vision and "peripheral hallucinations" in both eyes and starbursts in the right eye only. The consumer described the starbursts as a "carousel of bright lights." The consumer stated her doctor told her that "her brain needed to catch up with her eyes." At the request of the consumer the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The consumer requested the surgeon not be contacted; therefore, no follow up could be conducted. (B)(4).